Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation identified an ultrasonic sensor failure. The sensor assembly was replaced. The software was set to v6.05.13. The circuit boards were inspected. The device was calibrated. The connectors, display, door ajar, keypad, patient side occlusion, rate accuracy, and self test/power were all tested/inspected and passed. The root cause to the reported malfunction was determined to be the ultrasonic sensor malfunction. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device's case would not close with tubing, nor does it recognize when the tubing has been cleared out of load point 2. It is unknown if there was patient involvement. There was no report of patient harm. No additional information available.